Manufacturer narrative:
Product analysis summary: received for analysis was a cgrxt190hj guide wire. The guide wire was received severely stretched and with severely stretched coils. On closer visual inspection, bends, kinks and stretched coils were noted. The wire was received in one piece. The wire was severely kinked at the very proximal end of the wire. Actual measurements taken on the cougar wire were within product performance requirements at joints, along spring, coated core wire (distal section of the distal tip was not damaged), and hypo tube. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a cougar xt j-tip guide wire. It is reported that the physician stated malfunction of the guidewire during attempted lead implant. The physician also specified that it was not a lead issue. The physician noted that there was no calcifications as the device was used in the vein for crt with one of the lv leads. There is no patient injury.